Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 6:50am on (B)(6) 2018, when he obtained alleged inaccurately erratic blood glucose results of ¿391, 456, 399 and 91 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. He reported that based on the result of 456 mg/dl, he administered his usual dose of medication, including sliding scale, of 15 units of humalog. He reported that about 40 minutes later, at 7:30am on (B)(6) 2018, he became ¿shaky¿; he stated he felt he ¿almost had a diabetic coma¿. He reported that around 8am on (B)(6) 2018, he drank ¿regular soda¿ to treat his symptom. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that he had used an approved sample site to obtain the blood samples. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. Two control solution tests were attempted during troubleshooting, but at each attempt the patient reported that he obtained an error 4 message. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaky, after obtaining alleged inaccurately erratic blood glucose results on the subject meter and injecting insulin.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.